Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported patient presented at dialysis on (B)(6) 2016 with indicators showing the line was pulling air. On saturday, (B)(6) 2016 the patient returned to angiography for a catheter exchange. The catheter was exchanged and the patient was discharged. They do not know if this caused a delay in treatment and there was no patient death or complications reported. It was noted there appears to be a loose connection where the green compression sleeve and the cap were connected to the hub. When the clinician inserted it, the sleeve slid up over the threads on the hub which may have caused it to not fit as tightly.